Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and both reported events ( error 23 & error 28) were confirmed. Device was not returned to france for investigation, as repairs were carried out locally by the market unit (mu) according to the process in the technical manual. During servicing, defective ocs flexible ic2 and keypad were replaced. Quality control was performed after repairs, the device was therefore functional and safe. The defective spare parts were returned to brézins for investigation. During visual inspection, nothing were observed on both parts. The parts was cross-tested with a volumat test device to verify the complaint. 1) concerning the front housing, when the investigator first mounted it on the test device, the error 28 occured immediately. No further tests could be performed. He then took out the keyboard off the front housing. Some traces of infiltration were found on the front housing but no traces of oxydation were found on the keyboard. He found that the flexible ic connecting the keyboard to the screen had traces that could lead to contact between the carbon tracks. He cleaned them up and ran a new test. Error 28 had disappeared and he was able to run another test, which revealed that 3 keys were not working. 2) concerning the ocs flexible ic2, he mounted it on the device, and error 23 was not occured. He started then with the maintenance test which seemed to be compliant. Subsequently, the tests for the ocs motor system test and the flow test were completed successfully. The reason of the error 28 was due to the carbon contacts which were in court circuit. After cleaning, it was still a problem with the keyboard which is probably due to premature wear of the internal matrix disabling the buttons of the keys. The reported event error 23 could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Error 28 (keypad error). More information is needed to complete the investigation.